Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe tip was broken. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringes break under the needles when opening the package."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 11 may 2022. H6: investigation summary a device history record review was completed for provided material number 307740 and lot number 2111193. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality team. Upon analysis of the samples, no manufacturing related defect was identified. It has been determined that the breakage involved in this event occurs when the blister packaging is opened and pressure is applied to the syringe, rather than using the peel tab. As this syringe is a 2ml syringe, it has less resistance than a larger syringe would have. This defect results only if the packaging is opened improperly. The peel tab feature of the packaging allows the user to open the package without risking damage to the syringe. H3 other text : see h10.

Event description:
It was reported that the bd emerald¿ syringe tip was broken. The following information was provided by the initial reporter, translated from dutch to english: "the syringes break under the needles when opening the package."